Manufacturer narrative:
The manufacturer did not receive devices, x-rays, n or other source documents for review, as the pt is currently being monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The reason for the planned revision has not been reported, but this case might be related to the issues for which zimmer implemented a corrective action which was reported to the FDA in 07/2008 as correction z-2415/2426-2008. Should additional info be received, an updated report will be submitted. (B)(4).

Event description:
The pt is pursing a product liability claim arising out of the use of the durom acetabular cup. It was reported by pt's counsel that the pt received an implant on (B)(6) 2008, in her left hip. A revision is scheduled for (B)(6) 2014. Reason for this planned revision has not been reported.